Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent occlusion alarms. Pump supplies were changed to address occlusions. Blood glucose (bg) was over 400 mg/dl. Correction boluses were delivered to address bg. A pump system check was unable to be performed, as tandem technical support was not contacted at the time of the event.